Event description:
A consumer reported she had essure inserted 6 weeks postpartum. She used a patch for back-up contraception whose name she could not recall. A hysterosalpingogram was not performed. A few days after insertion, she began to experience heavy bleeding with her periods. No hospitalization was required, but she had been to the emergency room couple of times for abdominal pain, sharp pains and bladder infections which were treated with antibiotics. In (B)(6) 2013, blood tests were performed and the results were normal. On (B)(6) 2013, a hysterectomy was performed and essure was removed by laparoscopic procedure. Her doctor thought it was medically necessary since she was losing too much blood. The pathology results were not reported. During surgery, the coils were observed still in place. All symptoms went away after she got the hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.